Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr angio-seal sts plus device was received for product evaluation. The arteriotomy locator, hemostatic sheath, and polyfoil pouch were received as well. The returned components were subjected to visual analysis. The arteriotomy locator was received fully mated with the hemostatic sheath. The blood inlet holes were aligned. No anomalies were noted. Dimensions of the blood inlet holes of the hemostatic sheath were then measured to be 0.038" with pin gauges. The measurement was within the specification. The pin gauge passed through both blood inlet holes of the hemostatic sheath and arteriotomy locator. For functional testing, the guidewire was then inserted into the arteriotomy locator/hemostatic sheath assembly. No anomalies were noted. The carrier tube assembly was then examined. No anomalies were noted; the bypass tube was in the manufacturing position. The deployment sleeve was in the forward lock position with the color bands concealed. The returned polyfoil pouch was partially open. The device was not consistent with deployment. Based on the returned device which was not consistent with deployment, no conclusion can be drawn regarding the cause of the bleeding the user experienced. There were no dimensional or functional anomalies found with the returned device. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the puncture of a, femoralis is right, 6f terumo sheath, 6f guide catheter launcher medtronic, percutaneous coronary intervention (pci) with stent implantation could be performed without any problems. The user wanted to reach hemostasis with an angio-seal device. The angio-seal device could easily be introduced into the artery over a 0.035 wire and the anchor was released. When pulling the suture and advancing the tube, the user had seen that hemostasis was not reached - bleeding occurred. Manual compression was applied for 10 minutes followed by a compression bandage. Hemostasis was achieved with no more bleeding. The patient did not suffer any damage and was discharged from the hospital on the following day. No bleeding, no hematoma, no complications, the user had no inguinal angio before.